Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 41mg/dl. The paramedics were called and treated the customer's glucose level. Troubleshooting was performed. The settings, basal, and daily totals were correct. The units left on the status screen matched to the units left in the reservoir. Performed a displacement test and the device passed the test. No further info was provided.